Manufacturer narrative:
H3: part # 6069076: lot # 0875985w visual and optical inspection confirmed the spacer was returned clogged up and unable to be expanded. After the spacer was cleaned the implant was able to expand and collapse without any issue. The spacer functions as intended. No fault found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a cage in an l3/5 tlif for an l3/5 lcs with kyphosis. It was reported that during l4/5 tlif, after the cage was inserted, the inserter driver was inserted but it did not fit the cage well. The surgeon gave up after trying several times. It barely fit but was idling soon. Once removed, the autologous bone that had been previously packed in the intervertebral disc space had entered the cage and had also entered the screws inside the cage. It was agreed that the inserter driver did not fit. After that, a new cage was inserted and there were no problems. It was unknown if there were any patient symptoms or complications as a result of this event. It was unknown if the patient need to be hospitalized or stayed longer. There was a less than 60 minute delay in overall procedure time. The date of implant and explant was (B)(6) 2022. No further complications were reported/ anticipated.